Event description:
Information received indicates the brake caster will lock into brake but rotates if pushed from the side.

Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.